Manufacturer narrative:
Continued postal code e1: (B)(6). Continued province/state: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "it is really difficult to take the inner implant packaging out of the outer packaging" against a unknown side. Device status is unknown.